Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Device discarded, single use.

Event description:
The consumer reported a false negative result with binaxnow covid-19 ag self-test on nasal sample on (B)(6) 2023. The consumer received a positive result with binaxnow covid-19 ag self-test on (B)(6) 2023, and a negative result with binaxnow covid-19 ag self-test on (B)(6) 2023. A confirmatory test (pcr) was performed on (B)(6) 2023 and generated a positive result. The consumer had a runny nose, and she has been in isolation period for 11 days. Also, the consumer stated that she took paxlovid from (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.